Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively, and confirmed via physical exam. The patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on the left side, and with catalog number 3504001bc; serial number (B)(4) on the right side on (B)(6) 2020.

Manufacturer narrative:
On august 6, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 4, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with shell abrasion. Additionally, a tear was observed within the shell abrasion, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant under field d6 was updated from (B)(6) 2003 to (B)(6) 2003 on this form as per manufacturing record evaluation (mre) completion manufacturing date of lot is 4/1/2003 and only year was provided for the implant date. If additional information is received, supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).